Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen using cooladvantage+, coolcore contour. The patient has been diagnosed with paradoxical hyperplasia. The affected tissue is described as firm and bulging compared to other areas. Visible enlargement with clear demarcation and bulging is noted in upper and lower abdomen..